Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the top case of the pump cracked, the plunger is in pieces and there was a system failure alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer and attached on 29-september-2022, this device was not in service on a patient at the time of failure.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found missing right plunger case and internal plastic plunger parts. Chipped top case right corner, bottom case cracked by l-bracket. Functional testing found impact/ pump dropped which broke the backup buzzer off the main board, it was loose and rattling inside the pump. Replaced top case and plunger case assembly and replaced main board. The root cause of the reported issue was found to be customer damaged. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).